Manufacturer narrative:
Additional information: blocks a3, b5, d4 and h4 (below) d7a, e1: initial reporter first name, e1: initial reporter phone, h6: patient codes, and h10 (below) block b3 date of event: date of event was approximated to (B)(6) 2021, the date bsc became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block e1:(B)(6) used laparoscopic approach during the procedure. Block h6: patient code e1628 captures the reportable event of osteomyelitis. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of six devices implanted into different patients during different procedures. It was reported to boston scientific corporation that six patients were implanted with an upsylon y-mesh during rscp (robotic sacrocolpopexy) and laparoscopic sacrocolpopexy procedures performed separately between (B)(6)2020 and (B)(6) 2020. After the implant procedure, symptoms developed two weeks post-operative follow-up or sooner. One patient presented to the ER prior to two weeks post-operative follow-up with severe back pain, weakness, and fever. She was then diagnosed with sacral osteomyelitis and had a port placed to receive IV antibiotics for six weeks; two patients developed pain and fever and treated with oral antibiotics; and three patients with unknown symptoms also treated with oral antibiotics. Reportedly, the patients were doing okay managing with at home antibiotics. It is unknown which of the mentioned symptoms this patient has experienced and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, the date bsc became aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was used during an rscp (robotic sacrocolpopexy) procedure. According to the complainant, the patient had osteomyelitis infection during the procedure. Reportedly, the patient was doing okay managing with at home antibiotics.